Event description:
It was reported that during follow-up in clinic, the patient presented with oversensing due to noise on their implantable cardioverter defibrillator. No information about intervention was reported. There were no patient consequences and the patient was in stable.